Event description:
The caller reported that the pump displayed a reset screen unexpectedly. There was no adverse impact to the customer's blood glucose level. The customer was informed by technical support that the reset was a routine safety feature and was educated on steps to resume insulin delivery. The customer understood the explanation, acknowledged the situation, and successfully resumed insulin therapy.